Event description:
Pt diagnosed with anterior cruciate ligament insufficient of left knee degenerative joint disease of left knee. Treatment 12/3/1999. While the physician was performing surgery, a piece of the electrode broke off in the pt's knee. The broken piece was retrieved. The physician conducted a thorough examination of the site and did not see any remnants of the medical device.